Event description:
Caller reports that customer reportedly received the following results on the aviva system within 10 minutes: 1) 43 mg/dl, 44 mg/dl, and 80 mg/dl (customer's meter) 2) 80 mg/dl (customer's meter) and 50 mg/dl (professional meter) customer experienced low blood glucose symptoms and obtained a result of 43 mg/dl. Customer drank a small glass of orange juice and ate half an orange. Caregiver took another reading during customer's self-treatment and obtained a result of 44 mg/dl. Customer began slipping in and out of consciousness. Caller called emts and retested customer and obtained a result of 80 mg/dl. Emts arrived and tested customer's blood glucose at 50 mg/dl. Emts administered glucose gel and customer was transported to hospital for treatment. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.